Event description:
New information received notes that post-paced t-wave oversensing was observed on the ventricular channel after programming changes were made. Additional programming changes were made. Patient condition was fine before, during, and after the changes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.

Event description:
New information received indicated that the non-sustained rv oversensing was observed due to post-paced t-wave oversensing after programming changes were made. Programming changes were recommended.